Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient experienced a line blocked alarm. The patient attempted to resume with the current cassette and received the alarm again. The patient changed the cassette and received another alarm. The patient then changed the infusion site and tubing, which resolved the alarm. When the cannula was removed, the tip appeared broken and was about to break off. There was patient involvement, but no harm.